Event description:
The customer reported that their acuity system's cpu unexpectedly rebooted multiple times. This resulted in a temporary inability to centrally monitor pts, however bedside monitoring was not affected. There was no report of any pt harm as a result of the reported events. (B)(4).

Manufacturer narrative:
The device eval is not yet complete. A f/u report will be submitted when the eval is complete.